Manufacturer narrative:
Updated fields: h6 and h10 . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of the investigation, the following facts were obtained: the root cause could not be further identified in the investigation. It is possible that poor contact with the scope contact disrupted the imaging signal. Additionally, the observation monitor is not properly connected, and the cable between the observation monitor and this product is broken. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a procedure the screen of the evis x1 video system center blacked out. The issue was found a few minutes after starting a therapeutic procedure which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. No abnormalities could be identified. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.